Event description:
It was reported that the pt lead wires on the mac1200 were transposed. No injury was reported.

Manufacturer narrative:
The event occurred since the user plugged lead wires into incorrect sockets of the pt acquisition module. Steps are being taken to prevent misuse of the leadwires, by including a warning statement in the instructions for use for future leadwires. This warning statement is already prevent in all of the mac user manuals. Following warning statement is displayed in manuals: "caution. Trace each individual leadwire from its colored ID'ed connector back to the acquisition module label to insure that it is matched to the correct label location. Improper connection will cause inaccurates in the ECG."